Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that no aspiration with vitrectomy probe during the cataract and vitrectomy combination surgery. The surgery was completed on same day by replacing the product. There was no report of patient impact. Additional information requested and received that cutting was failed. The product was contacted with patient, but there was no patient impact.